Manufacturer narrative:
(B)(4). The device was not returned for investigation. A device history record review based on the reported lot number showed no issues related to this complaint. As no sample was returned for investigation, a sample was obtained from production for investigation. Production sample was tested with calibrated endotest. The cuff was inflated to 25mbar without any abnormality. The sample was then deflated with a syringe connected to the inflation valve. The cuff of the sample was deflated without any difficulty. There is 100% inflation and deflation test conducted in production during manufacturing process. Customer complaint cannot be confirmed based on this investigation. Simulation conducted does not show such a defect. No corrective actions assigned. If the actual device sample becomes available at a later date, this report will be updated.

Event description:
Customer complaint alleges "whilst working on a patient, the surgeon lightly pulled on the thread of the balloon and the balloon moved from its connection. But the balloon did not deflate (volume remained stable). When the patient woke up, the surgeon had to cut the intubation tube with a blade to be sure to deflate the balloon without damaging the patient's vocal cords".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been returned to the manufacturer at the time of this report. The investigation into this complaint is in progress.

Event description:
Customer complaint alleges "whilst working on a patient, the surgeon lightly pulled on the thread of the balloon and the balloon moved from its connection. But the balloon did not deflate (volume remained stable). When the patient woke up, the surgeon had to cut the intubation tube with a blade to be sure to deflate the balloon without damaging the patient's vocal cords".